Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, the balloon would not deflate. Access was obtained through the left femoral artery. The 3x28mm, eccentric, 70% stenotic, de novo lesion was located in the non-calcified and non-tortuous left anterior descending artery. The physician advanced the 2.0x20mm maverick2 balloon to the lesion and on the first inflation, inflated the balloon to 12atms for about 10 seconds. The physician then observed that the balloon was inflated and the dye stayed in the vessel. The physician made one attempt to deflate the balloon with negative pressure using the encore inflation device but the balloon did not deflate. The physician immediately withdrew the balloon. The balloon was smaller than the vessel and was easily pulled out intact and without causing any symptoms in the patient. The procedure was completed with another 2.0x20mm maverick2 balloon and the deployment of a 2.75x32mm promus element stent. No patient complications were reported and the patient's condition was reported as stable.

Manufacturer narrative:
Device evaluation: an examination of the returned device identified that the outer shaft and balloon appeared to be pulled distally; resulting in the proximal markerband being positioned inside the proximal balloon sleeve. The markerbands were positioned correctly on the inner shaft; however the shaft had been exposed to some form of tensile force which resulted in the proximal balloon sleeve being pulled over the proximal markerband. There was evidence of some bunching of the balloon material at the distal edge of the proximal markerband. Examination of the proximal weld site revealed no anomalies. The balloon was inflated and deflated several times with no restrictions. The balloon deflated in approximately 2 seconds on each deflation. No kinks were observed along the length of the shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, the balloon would not deflate. Access was obtained through the left femoral artery. The 3x28mm, eccentric, 70% stenotic, de novo lesion was located in the non-calcified and non-tortuous left anterior descending artery. The physician advanced the 2.0x20mm maverick2 balloon to the lesion and on the first inflation, inflated the balloon to 12atms for about 10 seconds. The physician then observed that the balloon was inflated and the dye stayed in the vessel. The physician made one attempt to deflate the balloon with negative pressure using the encore inflation device but the balloon did not deflate. The physician immediately withdrew the balloon. The balloon was smaller than the vessel and was easily pulled out intact and without causing any symptoms in the patient. The procedure was completed with another 2.0x20mm maverick2 balloon and the deployment of a 2.75x32mm promus element stent. No patient complications were reported and the patient's condition was reported as stable.

Manufacturer narrative:
(B)(4)